Event description:
It was reported to philips the adapter pin is broken and the tempus ic2 socket has damaged and or stuck pins.

Manufacturer narrative:
Reporting decision notes due to subsequent review. Non-reportable as there was no death or serious injury reported, and the observed event/issue would not impact therapy if it were to recur.